Manufacturer narrative:
(B)(4). Correction - device was not returned. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow instructions. Reportedly, the operator did not perform a femoral angiogram prior to device deployment. The instructions for use (IFU) state under arterial site and puncture considerations and smc device placement to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for size, calcium deposits, and for disease or dissections of the arterial wall to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. A femoral angiogram was not performed prior to the closure procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.